Event description:
A peritoneal dialysis (pd) patient experienced a pd infection manifested by cloudy effluent. The specific site of infection and cause were unknown. The patient was treated with unspecified "anti-infective" drugs for the event. It was not reported if the patient was hospitalized. At the time of this report, the patient outcome was not reported. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in march2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.